Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert an arterial catheter for use with the flotrac technology. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported (via medwatch report #(B)(4)) that during use of a swan-ganz catheter in a (B)(6) male admitted on the critical care unit, the cardiac output/cardiac index (co/ci) spontaneously stopped recording all data from the co/ci ¿box.¿ the catheter had been working appropriately prior to the issue and there was no change in the patient condition or any events that would have led to the catheter suddenly not working. Nursing staff attempted to change out the box and cord x3 times before switching over to a flotrac unit. There was no indication of patient injury. The issue occurred sometime in (B)(6) 2018, with the specific date not cited. The device is not available for return. To date, the customer has been unresponsive to attempts at obtaining additional information to clarify if any error messages were observed, what is meant by ¿box¿ (i.e. The monitor or the module), what brand/model of monitor and cables were being used, and if the suspect catheter was removed or used in conjunction with the new arterial catheter that would have been needed for use with the flotrac technology.